Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with a fading display on his onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began late afternoon on (B)(6) 2013. The patient manages his diabetes with insulin pump therapy. The patient continued his usual dose of medications. After the start of the alleged issue, the patient claims he felt a "tingling." The patient denied receiving medical treatment. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "tingling" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.